Event description:
Further follow-up indicates the system was explanted due to infection at the ipg pocket.

Manufacturer narrative:
Initial reporter information should have been associated with dr. (B)(6) in the initial report.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. The patient was prescribed antibiotics. Additional information pending.